Event description:
Related manufacturer reference number: 2017865-2021-02364, related manufacturer reference number: 2017865-2021-02365. It was reported that the patient presented to the hospital on (B)(6) 2021 with fever and signs of infection. Upon examination, it was noted that the patient had inflammation from unknown source. Echocardiogram revealed vegetation on right ventricular (rv) lead. The physician explanted the implantable cardioverter defibrillator (ICD), the rv lead and right atrial lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.